Event description:
It is reported that a customer received a battery out alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was helped with trouble shooting and even changed the batteries on the insulin pump multiple times but the issue was not solved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: pump was monitored for 24 hours with 2.0 basal rate. No blank display ora12 alarm noted. All operating currents are within the specifications,no unexpected low battery, off no power, bad battery, failed battery test, battery out of limit alarm or battery indicator anomaly noted. Pump received with scratched lcd window, cracked lcd window at the upper left side corner, cracked reservoir tube lip and missing end cap sticker. No damage inside pump noted. (B)(4).